Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was used during a enteral feeding replacement procedure in 2009. According to the complainant, "water leaked and the cubby button came out". The procedure was completed with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.